Manufacturer narrative:
On (B)(6) 2019, mentor received an update to the events submitted in the previous reports. Prior to the explantation procedure, the patient had developed a hematoma on their right side. A small intramammary lymph node was identified in the axillary tail of the right breast, and there were small axillary nodes present. The patient also had right-sided breast pain. The patient's explantation had occurred on (B)(6) 2019 as opposed to the previously reported (B)(6) 2019. During that procedure, the surgeon also performed an evacuation of the patient's hematoma. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during visual inspection of the device, no apparent damage was identified. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some postoperative breast and/or chest pain. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Pain is a known complication associated with this type of procedure, and is referenced in the current instructions for use. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not, taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: hematoma and pain. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and pain. Concomitant products: 500cc mentor memorygel breast implant (catalog number 3505004bc, left-sided serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a 500cc mentor memorygel breast implant and experienced postoperative right-sided rupture. On (B)(6) 2019, an MRI confirmed the diagnosis. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced by 490cc mentor memorygel breast implants.

Manufacturer narrative:
On 11/6/2019, mentor received an update on events submitted in the initial report. The device information for the replacement devices is as follows: catalog number shpx490, left-sided serial number (B)(4), right-sided serial number (B)(4)). Manufacturer's reference number: (B)(4).